Manufacturer narrative:
Upon completion of the investigation it was noted that the affiliate reported having an extra pattie in the codman package. The lot number was not returned with the complaint so the manufacturing documentation could not be reviewed. The machines will only produce 10 pattie at a time unless there is an interrupt in the machine. Operators are trained to discard all production that comes from interrupted stacks. Root cause is likely due to operator error. Per the requirements of the specification the operator is required to inspect the front and back of the patties and also count the amount of surgical patties. Operators are trained to wrap each string onto a counting card to make it very visible and to confirm that there are only 10 surgical patties on the card. A tr and course were opened to retrain all the operators that produce on hybrid machines. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
We were notified of a complaint from a customer stating that they received an extra 1 x 1 neuro sponge and it came without the string attached. The sample has been received and the reported concern has been confirmed. This component arrives in a glassine bag and remains within the packaging when placed within the kit. We want to ensure that you are aware of this issue and that we do require a response. On (B)(6) 2016 per distributor: did this event occur intra-operatively? During set-up. Did the reported event cause any delays in surgery over 30 minutes? No. Were there any adverse consequences to the patient? No. What actions were taken as a result of this incident? Pulled replacement from stock shelf. Is there a serial or lot number you can provide? Unfortunately packaging was discarded prior to kit placement and the lot number is unavailable.